Event description:
Additional information was received from the patient. They reported that the last program wasn't helping, and they wanted help changing programs again. Changing from program 3 to program 4 was reviewed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the root cause was unknown and that they keep adjusting stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got a stimulator for pain on thursday that would be hooked up on the 15th. The patient reported that they had always been kind of incontinence but since receiving this stimulator they had a return of bladder symptoms. The patient¿s settings were checked and were on 3.6v on program 4. The patient stated that it was too strong and noted being on that setting for 2-3 weeks when they were asked. The patient reported having tried all of the programs but that program 1 and program 2 worked the best. On the call, the patient switched to program 1 at 1.2v. The patient was going to monitor their symptoms and were told to follow up with a healthcare provider if not resolved. The patient mentioned seeing their healthcare provider not too long ago. No further complications were reported. Additional information was received from the patient. It was reported that ever since making the adjustments on the last call they feel the current in their buttocks going down to their legs and its too much stimulation. The patient said p1 was therapeutically effective but was painful for them. Patient services reviewed how to decrease amplitude and how to change to p2 and the patient set amplitude at 0.7. Patient services reviewed that if the patient continues to have concerns, they should follow up with their healthcare professional. No further complications were reported. Additional information was received from the patient. They reported that the circumstances which led to stimulation being too strong at 3.6v were that they changed programs, but then lowered the strength. When asked if their stimulation being too strong at 3.6v had resolved, they responded they tried it for a while, and that the circumstances which led to their return of symptoms were that they could not tolerate extra leaking. When asked if their return of symptoms had resolved, they noted they would call back if necessary. No further complications were reported at this time. Additional information was received from the patient. They reported that their symptoms are not any better, actually worse since last call. The patient has not made any further adjustments. Reviewed general programming guidance. The patient increased setting. Patient to monitor symptoms for at least 24 hours and based on symptom control results to make another slight adjustment. Additional information was received from the patient. They reported that the patient it at program 2 and has it at 3 something. They can't go higher or it gives them to much current to the leg and it is very uncomfortable. The patient had mentioned that sometimes the current goes down the thigh to the knee and it is uncomfortable. They want to change to program 3,4, or 1. Urine runs right through them. The return of symptoms started about two days ago. This morning the patient didn't get to the toilet and went all over the floor. Checked the patient's current setting and they were at program 2 at 2.4 volts and the stimulation is on. Walked the caller through changing to program 3 and the stimulation was at 2.6 volts. On the call the patient decreased the stimulation to 2.0 volts and said the current was too strong in the lower part. The patient went to 1.5 volts and feels the stimulation in the knee. They de creased to 1.3 volts and was going to stay there. Told caller to monitor their symptoms for a couple days in a diary and see if the symptoms improve.